Event description:
It was reported there was oversensing noise, high and fluctuating impedance on the right atrial (ra) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076, implantable pacing lead, implanted: (B)(6) 2009. (B)(4).